Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was to be used during a esophagogastroduodenoscopy (egd) procedure. According to the complainant, while opening the package during preparation, it was noted that the cup on the forceps was broken. One of the wires that attaches to the cup was hanging off the side. The procedure was completed with another radial jaw 4 biopsy forceps. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Patient identifier, patient age, date of birth, gender and weight are unknown. (B)(4) relates to (B)(4) for the reported event of the wire attached to the cup is hanging off the side. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device revealed that the device's needle tail was bent and tilted. Functionally, the jaws were able to open and close despite the condition of the needle tail. During a dimensional inspection it was found that one of the two curves was out of specification. This caused the needle tail to bend and tilt. The condition of the returned incident device was consistent with the complaint, though the wire was not sticking out of the side, the needle tail was; this appeared as a wire hanging off the side. There are controls in the manufacturing process that prevent the occurrence of the device's condition. Additionally, the dfu indicates that the device should be inspected prior to use and that excessive force should be avoided when handling the device. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was to be used during a esophagogastroduodenoscopy (egd) procedure. According to the complainant, while opening the package during preparation, it was noted that the cup on the forceps was broken. One of the wires that attaches to the cup was hanging off the side. The procedure was completed with another radial jaw 4 biopsy forceps. There were no patient complications reported as a result of this event.